Event description:
After many years of trying to figure out what is wrong with me and seeing many drs to no avail, pain, and symptoms have worsened. Upon x-ray one of my essure inserts have perforated the fallopian tube and is now in the tissue between the vaginal wall and rectum. The other which was partially in the tube and partially in the uterus has been broken, and the broken piece and shards of metal are in my uterus. I am in severe constant pain. I am getting a hysterectomy very soon although I may end up with a colonostomy as well. Essure is a terrible and dangerous product. When dr (B)(6)convinced me to let him put these in me, I was given no warning to any of the dangers or told that it contained nickel which I am allergic to. After trying to locate him to help me, I find that he was a director for conceptus and now a consultant to bayer as well. I'm terribly upset to find of his conflicted interests in this device caused him to put pt care secondary to making $$. I just want the pain to stop. I feel like I'm dying.